Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was feeling stimulation on opposite side of where the patient needed it. The rep tried to reprogram all over the lead with the same coverage, all was on the right leg and none on the left where they need it. X-rays were taken. The patient was implanted on (B)(6) and when stimulation was turned on and all of the stimulation was on the opposite side. It was assumed that the lead had moved. The rep stated that they didn't originally the cause. After x-ray was returned and the patients lead was revised and moved more to the left. The patient is now getting stimulation in their left hip and leg where they needed it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.